Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of a right internal carotid artery, the pipeline device did not open distally. The pipeline was removed and a new pipeline of the same size was deployed successfully. No patient injury was reported. The aneurysm was irregular in shape, max diameter was 4.77 mm x 3.7 mm. The neck width was 2.8 mm. The proximal landing zone was 4 mm and the distal was 4.45 mm. The patient had moderate vessel tortuosity and the pipeline was deployed on a curve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline braid and pipeline flex pushwire were returned for evaluation. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with both ends having slight fraying, and the middle section having no damages. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Pushwire was observed bent. No other anomalies were observed. Based on the analysis findings, reported event details, and customer photos, the clinical observation could not be confirmed. We unable to definitively determine the cause for the reported experience. However, it is possible that the damaged braid and the patient¿s vessel anatomy (the bend) may have contributed to the reported issue. The pipeline flex pushwire was observed to be damaged. However, the cause for the damages could not be determined. Our instructions for use (IFU) indicates to: ¿begin to deliver the pipeline flex embolization device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device."